Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the ipg location was irritating the patient. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the ipg location was irritating the patient. The patient underwent an ipg replacement procedure and was doing well postoperatively.